Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were) compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
Additional information was received stating this device was subsequently explanted due to premature battery depletion. A replacement device was implanted without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this device was exhibiting premature battery depletion. A boston scientific technical services consultant documented and discussed the clinical observations with the patient and health care provider. No adverse patient effects were reported. The device remains implanted at this time.